Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of range signal could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2014 confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event. Disability or permanent damage - removed.